Event description:
Have been wearing acuvue oasys contact lenses since 2008 with no problems. Ordered new supply in (B)(6), 2010, from (B)(6) contacts and had a problem with very blurry vision. Contacts were returned and I then ordered from (B)(6) with same result. Those were returned and I ordered from my optometrist office and again had blurry vision. The sample contacts he gives me from his in-office supply are fine. Event abated after use stopped or dose reduced: #1 yes, #2 yes. Event reappeared after reintroduction: #1 yes, #2 yes.